Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed the reported condition. A visual and functional assessment was performed on the device which found that it stopped running while performing temperature assessment, and gave an e6 error code. During repair it was observed that the device had a worn out thermistor and worn out/ cracked flex circuit potting, causing the device to give an e6 error. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was determined that the device was broken and stopped running while performing temperature assessment and gave an e6 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.